Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A valid serial or lot number was not provided for test strips. Dhrs (device history record) for the freestyle precision h were reviewed and the dhrs showed the freestyle precision h passed all tests prior to release. Clinical data was reviewed and confirmed that the precision strips continue to be safe, effective, and perform as intended in the field. Stability data for the precision strips was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and precision strips; no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A point of care coordinator reported the error message, "error-6 (e6)", when using the adc hospital meter. As a result, it was reported that patient required either medical treatment, loss of consciousness or seizure because of this issue. However, no further details are provided. Adc customer service is currently in the process of making additional attempts to gain further information and a follow-up will be submitted if more information is obtained. No further details regarding the medical event were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The meter ((B)(6)) has been returned and investigated with the retained strips. Performed visual inspection on returned meter, and no issues were observed. The meter did power on with button depression, call bar, and strip insertion. Error message did not observed . Performed control solution testing, all results were satisfactory. Therefore, this issue is not confirmed . All pertinent information available to abbott diabetes care has been submitted.

Event description:
A point of care coordinator reported the error message, "error-6 (e6)", when using the adc hospital meter. As a result, it was reported that patient required either medical treatment, loss of consciousness or seizure because of this issue. However, no further details are provided. Adc customer service is currently in the process of making additional attempts to gain further information and a follow-up will be submitted if more information is obtained. No further details regarding the medical event were provided. There was no report of death or permanent injury associated with this event.